Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the right atrial (ra) lead exhibited noise over-sensing. No intervention was done. The patient was in stable condition.